Manufacturer narrative:
The customer confirmed with cts that the daily qc is acceptable. Visual inspection of the card indicated negative reactions for both times the donor was tested. Due to manual testing of the donor sample resulting in a 2+ reaction, and the customer indicating that the donor is possibly subgroup of a, the investigation determined that the most likely root cause of this event was sample related. Some weak subgroups of the a and b antigen may not be detected by mts anti-a and anti-b. The use of the mts anti-a,b (murine monoclonal blend) card was recommended for subgroup testing. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer reporting false negative reaction when performing donor retype using the mts abd/abd monoclonal card. Customer indicated the donor is possible subgroup of a.